Event description:
It was reported the device displayed a bad cassette sensor. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found that smiths tampered seal label was missing and some scratches on the lcd lens screen. The customer stated problem was confirmed. Error was duplicated and verified. A defective dso sensor was found, sensor was not operating as intended. Replaced dso (downstream occlusion sensor) sensor. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.